Manufacturer narrative:
Customer has not yet retuned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. The date of patients tandem pump therapy started on (B)(6) 2016.

Event description:
It was reported by the patient since the beginning of her therapeutic use of her tandem pump, that the "tubing gets caught on objects which pulls on the tubing and causes the cleo® 90 infusion set to fall out." The patient also reported, that her blood glucose has risen to 500 mg/dl. When this occurs she treats the event with an injection of insulin and changes the cleo set. Additionally, the patient reported testing positive for low levels of ketones which her health care provider 'claims' is not dangerous or life threatening. Customer service was contacted and they instructed her on better application technique. Please check MFR numbers below for related complaints. 3012307300-2017-00230; 3012307300-2017-00232; 3012307300-2017-00233; 3012307300-2017-00234; 3012307300-2017-00235; 3012307300-2017-00236; 3012307300-2017-00237; 3012307300-2017-00238; 3012307300-2017-00239; 3012307300-2017-00240.